Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that and pericardial effusion occurred. Following completion of a premature ventricular contraction (pvc) ablation procedure involving a intellanav oi ablation and intellamap orion catheter, a pericardial effusion was discovered. The physician deemed the effusion "small" and of unknown cause. No resistance had been felt with any of the catheters used during the procedure and there were no complications during the case. It was stated that no intervention was required for the patient due to the small nature of the effusion. A few days after the procedure the patient was reported to be stable and "doing fine".